Event description:
The customer reported out of range normal control solution test results with test strips. On 3/12/97, the customer opened the second bottle from a box of fifty and performed a normal control solution test. The result was 170 mg/dl versus a normal control solution range of 110-166 mg/dl. The customer called the co customer support line and, with the rep, performed a normal control solution test. The result was 174 mg/dl. The control solution, lot# v1236, expiration 9/98, was opened today and was shaken vigorously before the sample was applied. The customer was unable to perform a check strip test with the rep because he had misplaced the test strip. The customer stated that the first bottle performed accurately. The desiccant is in the open bottle. The customer stores the test strips in the bedroom.